Manufacturer narrative:
Device received: 12feb2025. Investigation summary: received four (4) photos showing a used sample with blood. The tubing is ruptured and flared, consistent with a high-pressure injection during use. Received three (3) new list #126600490 extension sets for inspection. No defects or anomalies were observed. The complaint states that "when pushing the extension set into high volume, it contracts then blows after." Packaging and dfu state: caution: not for high pressure infusion. The reported complaint can be confirmed based on the photos provided. The probable cause is due to a high-pressure injection on a device that is not rated for high pressure during use. The complaint cannot be confirmed on the unused returned samples. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. E1 - (B)(6).

Event description:
The event occurred on an unspecified date(s) and involved an extension set, 7 inch, clave connector, secure lock where the customer reported that when pushing the extension set into high volume, it contracts then blows after. There was patient involvement, a delay in therapy but harm was not reported as a consequence of this event. There were 4 occurrences reported.